Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the glass cap within the metal cap are detached and returned; the glass cap exhibits moderate devitrification at the output window location; the metal cap exhibits moderate char; the glass cap has receded within the metal cap. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, at 23 minutes and 192,000 joules of use, the "tip broke at the metal piece". The procedure was completed using a second fiber. The was no patient injury reported.